Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right total srom hip with pinnacle metal on metal liner. The hip was done 20 years ago. The patient had hip pain, so the surgeon revised the liner and head. The metal head had trunnionosis and darkened metal tissue around the neck of the stem. The surgeon implanted a poly liner with a new head ball. The stem and cup are well fixed and retained. Doi: unknown; dor: (B)(6) 2022; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.